Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing battery. The customer¿s blood glucose level was 528 mg/dl at the time of the incident. Customer¿s current blood glucose level was slightly lower. The pump was completely dark and high blood glucose was treated with a shot. Customer noticed she had to use the restroom multiple times at night and when she woke up her pump was completely black. Customer reports the following symptoms related to their high blood glucose was nausea. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Call dropped and called back customer, because there is a blank screen. The customer is unable to finish troubleshooting. Asst customer with troubleshooting blank display. Customer states the contacts on the battery cap are not missing or damaged. Customer states the display did not return. Customer also noticed during trouble shooting that she has a crack on the pump. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.